Event description:
It was reported that when a patient presented for a follow-up, device was found in backup vvi mode. Frequent hv charging and therapy delivery was suspected to be the cause. No further information is available.